Manufacturer narrative:
Section a4 and a5: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - yag (yttrium aluminum garnet). Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced severe glare and halos after the implantation of a preloaded multifocal intraocular lens (iol). Additional information indicated that the glare and halos began one day after the surgery. The patient underwent dry eye treatment, used glare-resistant glasses, and received yttrium-aluminum-garnet (yag) laser capsulotomy; however, these interventions did not resolve the issue. The patient subsequently sought a referral to another clinic and had lens explanted. No other information was provided. The patient underwent bilateral lens implantation. This emdr report details the issues reported concerning the left eye. A separate MDR will be submitted to address the issues reported with the right eye.